Manufacturer narrative:
Additional info: b5 - added failure analysis info submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
It was reported to philips that the device was giving the incorrect energy selection. There was no patient involvement. One therapy pca was returned for failure analysis. The reported problem could not be verified/duplicated in lab. The returned therapy pca tested and operated as normal. There is no fault found with the therapy board.

Manufacturer narrative:
A follow-up report will be submitted once the investigation is completed.

Event description:
It was reported to philips that the device was giving the incorrect energy selection. There was no patient involvement.